Manufacturer narrative:
Date sent to the FDA: 07/31/2020 additional h-3 summary: it was reported performance breakage suture. Only pictures were returned for analysis. Upon visual inspection of the pictures, a piece of suture could be observed. However, no conclusion could be reach on what happen as the sample was not returned for analysis. Additional information was requested, and the following was obtained: 1.please clarify the quantity of sutures if more than one broke ¿after passage through tissue¿ during this tumor surgery? The surgeon don´t know 2. Were there any sutures broken in the package or during dispensing prior use on this patient? If yes, how many? Only one suture on this patient 3. Event date? (B)(6)2020 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: it was reported performance breakage suture. Sixteen unopened samples of product were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the quantity of sutures if more than one broke ¿after passage through tissue¿ during this tumor surgery? Were there any sutures broken in the package or during dispensing prior use on this patient? If yes, how many? Event date?

Event description:
It was reported that the patient underwent a tumor surgery on face on (B)(6) 2020 and the suture was used. After passage through tissue and doing the tying with the needle holder the suture spliced. There was no patient consequence/outcome reported. Additional information has been requested.